Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a arthrex employee via email that a ar-1927bcf biocomposite corkscrew anchor broke during insertion. This happened during a rotator cuff repair procedure on (B)(6) 2024 when a ar-1927ptb-45 was used to prepare the bone socket and the anchor broke during insertion. All the fragments were retrieved from the patient. The procedure was completed successfully using another ar-1927bcf. No patient harm and no secondary procedure was needed.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-1927bcf-45-1 batch 15167581 was received for investigation. The visual evaluation revealed that the bio screw was broken/damaged. A functional testing was not performed due to the damaged to the device. The reported failure is most likely due to user error, specifically from applying excessive force while using the device. Per dfu-0054-eo; revision 5: avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.